Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the ultra14 catheter. She prefers a hydrophilic designed product. She explained that she as been trying the ultra14 product for about a year now and prefers another catheter brand. The ultra14 has a jelly lubricant instead of a hydrophilic coating making it more difficult for her to insert because it is not as slippery and is more bendable than her preferred catheter brand. She is switching back to her preferred catheter brand.

Event description:
Intermittent catheter patient (user) said she acquired a urinary tract infection concurrent with catheter use. During follow-up, the patient said she took an antibiotic prescribed by her doctor and recovered fully.